Manufacturer narrative:
Additional information was received indicating there was no patient involvement.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of cassette not attached properly alarm. Visual inspection and functional testing were performed. Investigation unable to repeat customer's stated problem. During investigation inspected the pump and performed functional tests, and it passed all tests. Event history log showed and displayed multiple of " cassette not attached properly". Further investigation of the pump and determined that the downstream occlusion sensor was functioned properly. However, recommend that the downstream occlusion sensor will be replaced as preventive measure. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited "high downstream occlusion" alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.